Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient's information such as height, weight, age, activity level, and build is unknown. The patient was revised due to the stem loosening. It is unknown whether or not the patient had adequate bone stock, an infection, or any other condition that might affect the ability of the bone to become full integrated with the device. Based on the available information a definitive cause can not be determined. Eval -no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006, and revised in 2008, due to loosening.